Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient's stimulator was sticking out and painful for a year and when she fixed it the health care provider stated the leads were in a knot and were loose. It was mentioned that patient had problem with their device since implant. Patient stated she had to wait long to have it revised and was ridiculous.

Event description:
It was reported that patient had a surgical procedure to repair the lead on (B)(6) 2014. It was noted that the lead was "all twisted up." The patient was unsure if the health care provider (hcp) actually replaced the lead or just straightened out the current lead. It was noted the therapy was turned off before the surgery and when patient went to turn stimulation back on it said it needed to be reprogrammed. The patient had pain due to leads being twisted and had a knot in her rear end. The patient indicated that it started as soon as she got the device. The patient stated she had a hard time convincing the hcp that it was not working. The patient reported that the knot was painful if she sat or lie down because it would pull. The patient indicated that she had three bad falls since she had the implant and had to have surgeries. First fall was at the end of august the second fall was on christmas eve and the third fall was close to easter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00a5s, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the lead looked twisted but intact. The cause was that the implantable neurostimulator (ins) was mobile and was twisting in the pocket and the patient had a history of falls. Not all parts of the lead were explanted and the lead appeared intact. The troubleshooting, interventions, or other actions taken to resolve the event were x-rays, the programming was checked, and the ins was revised and fixed to the gluteal fascia and the lead was untwisted. The patient recovered without permanent impairment.